Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Spinal stenosis of the lumbar spine with claudicatiospinalis symptoms, two-sided foot weakness and knee extensors palsy left. These issues should be handled and repaired a spinal fusion operation. A ventral interpositions spinal fusion at l5/s1 was carried out for this purpose. A defective pedicle screw was used during the operation (l4), which caused a hemorrhage and nerve compression. The revision surgery of the (B)(6) 2017 the pedicle screw in l4 removed, because it showed a fissure of the pedicle. Hematoma at l4 and l5 (right) have been addressed. The screw in l3 (right) has been through a 5 mm longer bolt replaced.